Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: when pushing adriamycin, it started leaking where the texium connects to the hub of the IV tubing. The drape caught the spill. The syringe was sent back to pharmacy to be re-made with new texium and there were no further issues. Only 1 out of 5 syringes had an issue.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.